Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to the corroded motor home switch. They were unable to verify for the clicking noise anomaly and perform the basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement test due to the constant motor error alarm. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked case near the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that the pump will not let him rewind. Customer's blood glucose was 215 mg/dl at the time of the incident. Customer cleared the alarm and tried to rewind but it makes a clicking noise and does not do anything. Customer stated that he saw a little bit of insulin. Customer changed the reservoir and tried to rewind it, but the piston went all the way and it did not do anything. Customer stated that the drive support cap appears normal. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.